Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited both t-wave oversensing (twos) and undersensing; the implantable pulse generator (ipg) exhibited non-capture. It was further reported the patient is deceased and had died of an unrelated cause.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising and elevated. If information is provided in the future, a supplemental report will be issued.